Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a service required alarm condition indicating charging issues was observed in the device's downloaded event log. The device's power management board was replaced to address the issue. Additionally, during the evaluation the device's overlay was found to be scratched and the overlay was replaced. This would not affect the device's ability to deliver therapy as designed. The device was cleaned and tested and passed all final testing.

Manufacturer narrative:
The manufacturer previously reported a service required alarm condition indicating charging issues was observed in the device's downloaded event log. The device's power management board was replaced to address the issue. The power management board was returned to the manufacturer's product investigation laboratory (pil) for further investigation. The pil technician tested the component and was unable to duplicate the failure. The component was found to operate as designed. The component was scrapped.